Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the superficial femoral artery. The 5.0 x 200 mm armada 35 dilatation catheter was inflated at the target lesion; however, the balloon would not deflate. Several attempts were made to deflate the balloon; however, the physician was unable to deflate the balloon. A catheter was used to retrieve the dilatation catheter, which was removed without patient injury or complication. Once outside the anatomy, the physician attempted to inflate and deflate the device, but it could not be inflated or deflated. A second 6.0 x 20 mm armada 35 was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, indicating that the dilatation catheter balloon was able to partially deflate. A guide catheter was advanced in an attempt to help deflate the balloon and prevent a patient injury. When pulled into the guide catheter, the armada 35 balloon was able to be fully deflated and removed. No additional information was provided.